Manufacturer narrative:
Product event summary #hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal of the american college of cardiology, vol. 57, no. 12, 2011, doi:10.1016/j.jacc.2010.10.040. Multicenter evaluation of an intrapericardial left ventricular assist system. Martin strueber, md,* gerry o'driscoll, md, phd, paul jansz, mb, phd, asghar khaghani, md,§ wayne c. Levy, md, george m. Wieselthaler, md. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported from the literature review article that the objective of the study was to conduct an initial clinical evaluation of the ventricular assist device (vad) from the manufacturer, in a multicenter, nonrandomized single-arm clinical trial. The methods used were: fifty heart transplant candidates with new york heart association functional class IV symptoms were supported at 5 international centers by the manufacturers vad system for 180 days, until heart transplant, myocardial recovery and device explant, or death. Patients who continue to be supported have been followed for a minimum of 2 years. The article discussed that adverse event had occurred during the post implant phase up to two years' post implant. The article stated that there were five sepsis events and 10 drivelines exit site infections. There were 11 bleeding events that were surgery related, two bleeding events that required blood transfusion, and three bleeding events that required repeat hospital stay. There were two events of ventricular arrhythmias. There were two ischemic strokes, four hemorrhagic strokes, and three transient ischemic attacks (tias). There were nine cases of pulmonary dysfunction. Devices were exchanged in seven patients. In two patients, the device was exchanged due to manufacturing variability of the thrust bearings. Four devices were exchanged because thrombus, suspected to be from the left ventricle, entered the pump. The four exchanges due to thrombus occurred at 3, 71, 97, and 560 days. No clot was identified by pre-operative echocardiography in these cases. In one patient, the device was exchanged due to complications of surgical implantation. Pleural effusion occurred in 7 patients. Right heart failure occurred in six patients, three of these patients required right ventricular assist devices (rvad) support, and three received intravenous inotropic support for >14 days. There were five patients with renal dysfunction, three patients with hepatic dysfunction, one patient with hemolysis, three patients with heart failure, and one patient with chest pain, and two with femoral embolism. The mean age was 48.5 with 43 being men with a bsa of 1.9 and bmi of 25.6. The cause of heart failure was idiopathic in 22 patients (44%), ischemic in 20 patients (40%), familial in 5 patients (10%), and myocarditis in 3 patients (6%). All patients had new york heart association functional class IV symptoms with an average ejection fraction (ef) of 1837 percent (%). The average international normalized ration (inr) was 1.6. The conclusion of the article was that patients with end-stage heart failure can be safely and effectively supported by the manufacturers vad. No additional information available.